Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with the inner cutter partially in the port and the probe needle slightly bent. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe was unable to be tested due to no presence of the inner cutter in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the filler was deemed conforming. The inner cutter was observed to the be slightly bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation and cut failures due to no presence of the inner cutter in the port. However, the no presence of the inner cutter in the port could be a potential contributor factor of the reported actuation and cut failures at the time the reported events were observed. The root cause for the no presence of the inner cutter in the port, is the separation of components. The exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related issue cannot be ruled out. A secondary contributing factor for the no presence of the inner cutter in the port is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. A non-conformance investigation has been initiated associated with the inner cutter/coupling detachment. No additional actions have been taken by the manufacturing site as an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe head did not close the incision properly and was not able to cut the vitreous body during retinal detachment surgery of left eye. The surgery was successfully completed after replacing the product with another one. There was no patient harm and procedure details were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).